Manufacturer narrative:
The unit was returned for evaluation, and a visual inspection of the device was performed due to the condition of the device. The damage sustained by the unit in the fire was too severe to find a root cause. Additionally, many of the unit's components were missing or were damaged beyond recognition.

Manufacturer narrative:
Unit was returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Fire in bedroom- occupants claims he saw smoke coming from room, called 911. Occupant stated that flames were shooting from concentrator in room. Fire department extinguished fire. Cause of fire could not be determined due to extension cords in the area and the oxygen machine which had added to the intensity of the fire since it was turned on. No injuries.